Event description:
It was reported to boston scientific corporation in 2008 that a resolution clip device was used during an esophagogastroduodenoscopy procedure (female patient; and weight unknown). According to the complainant, during the procedure, the clip never came out of the sheath when in the scope and the wire snapped while still in the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Advance, failure to. Visual evaluation of the returned device revealed that there was a kink at the handle and the sheath grip was detached from the over sheath. A functional evaluation of the returned device revealed that the clip assembly was exposed, the device was actuated several times and deployed as per design. Two distinctive clicks were heard. As evident by the kink in the control wire and the sheath grip being detached, the end-user may have exceeded the design limits of the device during used based on the direction for use (dfu) "precaution (s) prior to use" statements. *in a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage, and then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. *in a difficult scope position, it may be necessary to straighten the endoscope to expose the clip from the over-sheath, and then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. The cause of the reported malfunction is likely attributable to operational context. The device history record for this lot was reviewed; no anomalies were noted.